Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c 503 analytical unit. The samples were repeated on a different cobas c503 in the laboratory. An estimation was provided of the initial results being 8-9% and a repeat result of 5.7%. A specific example was provided of an initial result of 10.4% and a repeat result of 5.84%. For this patient, the questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 82016301 with an expiration date of 28-feb-2026. The field service engineer found the reagent probe was bent and was dragging on the rinse station. He replaced the probe and completed the adjustments. He performed precision testing, which passed. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.